Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that the catheter had problems getting into the flower. The wire also seemed to be stuck in the catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.